Manufacturer narrative:
The customer checked the pinch valve tubes. The service engineer performed preventative maintenance. The investigation determined the qc was acceptable. The investigation did not identify a product problem. The cause of the event could not be determined. The event occurred in (B)(6).

Event description:
The initial reporter complained of questionable results for 2 patients tested for troponin t hs stat on a cobas e 411 immunoassay analyzer. For patient 1 the initial troponin t hs stat result was 21 ng/l and reported outside of the laboratory. The physician questioned the result. On (B)(6) 2019 the sample was repeated and the result was <3 ng/l. For patient 2 on (B)(6) 2019, the initial troponin t hs stat result was 19 ng/l and reported outside of the laboratory. The physician questioned the result. On (B)(6) 2019 the sample was repeated the repeat result was 7 ng/l. There was no allegation of an adverse event. The troponin t hs stat reagent lot number was 345888 with an expiration date of 31-dec-2019.